Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm mesh on (B)(6) 2010. After surgery, the patient returned to the hospital on or about (B)(6) 2015, for a revision surgery. No other information was provided.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 12/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a incarcerated incisional hernia surgery and was implanted with a strattice device lot number log29318 (not valid) and catalog number 2025002 on (B)(6) 2010. On (B)(6) 2016, patient underwent robotic incarcerated recurrent ventral hernia repair with mesh 30 x 20; robotic lysis of adhesions. The form lists the condition that was treated was: recurrent ventral incisional hernia with small bowel obstruction; ventral incisional hernia repair with 20 x 25 cm strattice underlay graft, lysis of adhesions of small bowel, right subclavian quad-lumen central line placement, appendectomy (explant/implant) between (B)(6) 2010. Worsening abdominal pain in epigastric area, worsens with activity & movement; CT - new ventral hernia in mid abdomen, left of midline, multiple dilated loops of proximal small bowel to hernia with transition point at hernia sac - findings consist with complete small bowel obstruction; conservative measures taken because it was determined patient was poor operative candidate between (B)(6) 2013. Abdominal pain, distension, nausea & vomiting after oral intake s/p recent hospitalization & conservative treatment for small bowel obstruction, large hernia in midline epigastrium; xr ileus pattern with mildly dilated segments of small bowel & colon & scattered air-fluid levels between (B)(6) 2013. Vomiting & increased abdominal pain for 1 week; CT small bowel-obstruction due to incarceration within two ventral hernias between (B)(6) 2015. Large abdominal wall ventral hernia containing multiple loops of small bowel resulting in small bowel obstruction, same hernia also contains a short segment of transverse colon, additional small bowel containing ventral hernia located more inferiorly without evidence of obstruction on (B)(6) 2016. Robotic incarcerated recurrent ventral hernia repair with mesh 30 x 20 cm, robotic lysis of adhesions; laparoscopy revealed extensive adhesions in omentum & small bowel, incarcerated small bowel with a chronic bowel obstruction in mid jejunum, several other hernias incarcerated with omentum, at least 3 or 4 incarcerated hernias, 2 had incarcerated small bowel within these hernia defects. Previously placed strattice was disintegrated from edges of fascia & appeared to be defects generated within strattice mesh, or biological mesh, causing chronic bowel obstruction & incarcerations, 15 x 20 cm mesh sewn into place to bridge defect, 10 x 15 cm mesh sewn to superior aspect to cover primarily approximated fascia, 12 mm trocar site in left side of abdomen was bridged with small ventralex st mesh to prevent subsequent herniation between (B)(6) 2016. Recurrent ventral hernia, symptomatic cholelithiasis on november of 2017 and 2022. Bowel obstruction from recurrent ventral hernia, worsening abdominal pain, n/v; CT - complete distal small bowel obstruction with transition at right lateral wall of large complex ventral hernia, large complex ventral hernia involving the entire abdomen & pelvic wall between (B)(6) 2021. General health maintenance, pain in 2010 and general health maintenance, anxiety, pain approximately 2019 - present. The ppf form also indicates that the patient was implanted with a non-abbvie device, bard composix e/x mesh, (B)(6) on (B)(6) 2007, bard composix, (B)(6) on (B)(6) 2008 and bard composix kugel hernia patch, lot#43kqd207. Patient was also implanted with a non-abbvie device ventralex st patch, lot #huyg2474 ventralight st, lot#huze0449, ventralight st, lot #huzk0119 on (B)(6) 2016. The form indicates that the device has not been removed/revised: on (B)(6) 2008 laparoscopic converted to open ventral hernia repair with placement of mesh; (B)(6) 2009 open repair with 11 x 11 cm kugel composix patch to hernia; (B)(6) 2010 ventral incisional hernia repair with 20 x 25 cm strattice underlay graft, lysis of adhesions, small bowel, right subclavian quad-lumen central line placement, appendectomy; (B)(6) 2016 robotic incarcerated recurrent ventral hernia repair with mesh 30 x 20, robotic lysis of adhesions. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm mesh on (B)(6) 2010. After surgery, the patient returned to the hospital on or about (B)(6) 2015, for a revision surgery. No other information was provided.